Event description:
It was reported that the patient presented to the emergency room with symptoms of heart failure. Upon evaluation, the pulse generator was found to be inhibiting pacing due to ventricular oversensing . The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.